Manufacturer narrative:
Updated data a4 b1 b5 b7. Continuation of d10: product ID:pb1018; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2024; explant date. H6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was during the implant of the transcatheter pulmonary bioprosthetic valve (tpbv) in the tricuspid position, it was decided to proceed with the tpbv and possible super glenn procedure to make the left pulmonary artery (lpa) grow. The patient was taken to the operating room for the surgery which was complicated by an injury to the neoaortic root upon entry through the sternum causing severe neoaortic insufficiency after attempted repair. The valve was implanted in the tricuspid position and mild to moderate regurgitation was observed. Four days following the valve implant, the patient was taken to the operating room for neoaortic root replacement. The patient had a redo tricuspid valve repair of the previously implanted tpbv in the tricuspid position to resolve the regurgitation. The second tpbv was loaded and placed 3 centimeters within the previously implanted tpbv and inflated by hand followed by an outer balloon inflation to 5 atmospheres(atm). The balloon was deflated and removed uneventfully. The second tpbv resolved the regurgitation. The patient left on bypass to complete the remainder of the surgery and was transferred to pediatric cardiac intensive care unit(pcicu) post-operatively. No additional adverse patient effects were reported.

Event description:
Medtronic received information that 4 days following the implant of this transcatheter pulmonary bioprosthetic valve, a second valve was implanted for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.